Event description:
Customer reported that the newly received device failed to power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return to the manufacturing facility. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.